Event description:
The device was returned due to pump alarms and resistor slipping. During evaluation, the resistor motor drive was slipping and needed to be replaced. The som has been updated and the pump passed all functional tests. No other damage found.

Event description:
The following has been reported: biomed reported: cassette stuck in pump, asked biomed to use cassette release button, clean, run test infusion and send logs. Biomed was able to remove cassette, cleaned, but was unable to do test infusion, pump is still alarming, will send logs. Waiting for confirmation of no patient harm and that issue did not stop active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (vr assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.